Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patients lead has migrated. The patient underwent an ipg and paddle replacement procedure. The patient was doing well postoperatively, and the explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7046503.